Event description:
During coil embolization within non-calcified middle meningeal artery (mma), the coil could not be advanced through the microcatheter. The coil became stuck at the beginning of the middle meningeal artery. The physician withdrew the coil and the microcatheter as a unit from the patient's vessel. The procedure was completed successfully with a new microcatheter and coil. There was no reported patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, then engineering evaluation is not yet complete. This is one of two products used on the same patient. MFR report #1058196-2005-00289 & MFR report #1058196-2005-00292.